Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no alert/notification occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient experienced hypoglycemia while sleeping (didn´t lose consciousnesses during the event), her husband did not notice the alert because he has hearing issue, however the dogs knew her blood glucose was decreasing so her dog woke up her husband. The husband called the ambulance and the patient was taken to the hospital. There they took a bg reading which was 26 mg/dl, the patient was treated with IV fluids and insulin (diabetes management). There was no treatment documented for hypoglycemia. The patient was discharged on the (B)(6) 2023. At the time of the report the patient was doing okay. Performance data was reviewed. The allegation was confirmed as no audio output. The probable cause is phone volume is set to silent / mute. No additional patient or event information is available.